Event description:
Boston scientific received information that a revision was performed to explant the right atrial lead due to high thresholds and a decline in sensing and impedances. This lead did have high programmed outputs. The physician observed a separation between the insulation and the distal electrode of this lead. In addition, during this case the physician also observed multiple abrasions on the right ventricular lead proximal to the venous entry site. This lead was subsequently surgically abandoned. This was a right sided implant on a right handed patient and there was inquiry if this could be related to lead crush issue. It was later reported that this patient was readmitted for observation. A chest x-ray revealed a hemothorax in the upper right lobe of the lung. A chest tube was placed and the patient will be monitored. The physician believed this occurred during the removal of the atrial lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.